Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working properly as it was not inflating the device. Troubleshooting was attempted to no avail; therefore, a revision surgery was performed to remove and replace cylinders and pump. No patient complications were reported.